Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this lead was implanted as a temporary pacing lead after the explant of this pt's entire system due to infection. This lead was utilized with the pt's explanted device in an off-label manner for approx one week post explant. The pt was treated with an aggressive regime of antibiotics until the pt's infection cleared and the new system was implanted. No other adverse pt effects have been observed. At this time, no add'l info is available. If add'l info becomes available, this report will be updated.